Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was successful and an unknown pigtail catheter and watchman access system were in the laa. A 27mm watchman laa closure device and delivery system was inserted into the access system and the closure device was deployed. The position of the device was a little low, so a partial recapture was performed. The device was deployed again near the ostium of the laa. However, the device did not fully expand, so it was fully recaptured and removed from the patient. After the full recapture, the patient experienced a drop in blood pressure while their circulation was still stable. A pericardial effusion was observed on transesophageal echocardiogram (tee). A pericardiocentesis was performed and the bleeding stopped quickly. The patient was considered stable. The procedure was aborted and the patient was monitored for 24 hours in the intensive care unit. The pericardial effusion was completely resolved and the patient has since been discharged from the hospital. It was noted that the fully recaptured closure device had a strongly calcified hard structure adhered to it. This was described by the physician as most likely sclerosed endocardium, which prevented the device from unfolding.